Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported the IV set male luer disconnected from the luer locking cannula female luer during heparin infusion. There was blood noticed in the pt's bed and upon investigation it was noted that the luer locking cannula was still connected to split septum connector. There was no report of pt harm or medical intervention. Although requested, no further pt/event info was provided.